Event description:
It was reported that the user¿s ilet displayed no blood glucose reading and generated a ¿pairing failed¿ alert when attempting to connect to a dexcom g7 continuous glucose monitor (cgm) sensor, and support guided the user to toggle settings and re-enter the sensor pairing code until the ilet indicated it was pairing with the sensor, consistent with an intermittent communication failure involving the antenna/electrical communication components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure of the glucose monitoring interface, with the antenna identified as the involved device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.